Event description:
The customer obtained a nonreactive (negative) atellica im sars-cov-2 igg (scovg) result for a patient sample that was considered discordant when compared to the atellica im sars-cov-2 total (cov2t) reactive (positive) result. The result was reported directly to the patient. The patient stated that two months ago, testing was performed on an alternate method and the result was positive. The patient was vaccinated three months ago with sinovac. There are no known reports of patient intervention or adverse health consequences due to the discordant scovg results.

Manufacturer narrative:
The region indicated the patient received (1) vaccine dose. No details on the patient receiving a second vaccine dose. Testing was performed to determine if the patient has developed antibodies after vaccination. The sinovac vaccine is a 2-dose vaccine given intramuscularly within 2-4 weeks between the first and second dose. The first dose typically called the priming dose may not generate enough of a strong antibody response when one dose is given. It is highly recommended for patients to obtain the second dose of the vaccine to obtain the higher concentration of the antibodies required to promote an even stronger protection or antibody response. The second vaccine is typically referred to as the boosting dose. The scovg and cov2t assays may not always correlate. The scovg method measures igg antibodies and the cov2t method detects igg and igm antibodies. A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. It is currently unknown how long sars-cov-2 antibodies persist following infection and if the presence of antibodies confers protective immunity. Patient specimens may be nonreactive if collected during the early (pre seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients. Results should always be interpreted in conjunction with the patient's medical history, clinical presentation and other findings. No product non-conformance identified. No further evaluation of the device is required. The atellica im scovg IFU states in the limitations section: " performance characteristics have not been established for the assay used in conjunction with other manufacturers' assays for specific sars-cov-2 serological markers. Laboratories are responsible for establishing their own performance characteristics. Results obtained with the assay may not be used interchangeably with values obtained with different manufacturers' test methods. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (preseroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." A false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua).